Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator's top display is blank. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
(B)(4). The service engineer troubleshot the issue with the customer over the phone. The customer verified the issue and reseated the connector. Medtronic was not authorized to service the ventilator.